Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was programmed to a monitor only mode per the remote patient monitoring system. Attempts to obtain additional information were unsuccessful. No adverse patient effects were reported. This product remains in service.